Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Clinical factors that have contributed to the patient's death that include the patient's previous medical history, patient's clinical conditions, and comorbidities. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient expired on (B)(6) 2016 due to sepsis. No autopsy performed and site has disposed of all peripherals. No additional information provided.